Event description:
Ous MDR - this lead was explanted and replaced due to noise without inappropriate shock. Prior to this operation, it was confirmed the threshold was 0.75v/0.4ms, impedance 513 ohms, svc 53 ohms, rv 45 ohms, and intracardiac potential 46.7mv.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is based on the provided iegm extract. On the rv channel noise was observed as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.